Event description:
It was reported that during implantation of an intraocular lens (iol) into the right eye, the trailing haptic was amputated by the injector. The incision was enlarged and the iol was exchanged with a backup lens of same model and diopter. Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens was returned for evaluation. Microscopic examination was performed and found the lens cut in 2 pieces across the optic. One haptic was observed broken and one was found loose in the container. A review of the device history record(DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter such as lens and inserter interaction) might have contributed to the event. It is noteworthy to mention that an invalidated injector was used to complete the original implant.